Manufacturer narrative:
(B)(4). The customer reported that there was no alarm for a paced pt. A nurse found the pt and started CPR treatment. The pt expired. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that there was no alarm for a paced pt. A nurse found the pt and started CPR treatment. The pt expired.